Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a patient was injected with 2 ml of juvéderm® voluma® with lidocaine in the ck1 and ck2. The next day, patient experienced a vascular event in the right temporal area. Patient was treated with 2500iu in the ck1 and temporal area. Event resolved two days after treatment.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 2 ml of juvéderm® voluma® with lidocaine in the ck1 and ck2. The next day, patient experienced a vascular event in the right temporal area. Patient was treated with 2500iu in the ck1 and temporal area. Event resolved two days after treatment.